Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(4) implanted: explanted: product type recharger if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient had a charging issue. They mentioned that, since day one, the implant has caused them constant pain and said the implant is basically at my hip and I had gone through many donut antennas. The patient was told that, the way it was implanted, it was bending that donut thing funny and probably snapped the wires inside of it. They clarified that this issue on the patients implant site was noticed a month or two after the implant when they had pain from the implant. The patient reported that the healthcare provider wanted to move the implant from the hip area and place the device in the patient's lower back area. They have had charging issues for a long time. They said that the new one resolved that issue, but says about a week and a half ago it started acting funny and every day it got worse and worse and couldn't find the device. This issue started the beginning of may. Charging issues could be due to placement of implant, which is causing them pain. When they go to charge the implant they could literally watch the remote battery go down from 100 percent to 40 percent in about 5 minutes time. The recharger got "crazy hot" every time they went to charge implant. The issue was not resolved through troubleshooting. A replacement recharger was requested.